Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. An air valve repair kit and needle valve repair kit were installed to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the unit wont allow them to adjust the air flow level below 23 liters after bootup . There was no report of patient involvement.